Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose and was unconscious and was treated with glucose tablets and orange juice. Customer's blood glucose was 47 mg/dl. Customer inquired on sensor therapy and was transferred to corresponding department. Customer declined troubleshooting due to not believing that low blood glucose was related to insulin pump.